Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue "), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, depression, fatigue and nausea outcome was unknown. The reporter considered abdominal distension, alopecia, depression, fatigue, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B08701) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included opioid use disorder. Concurrent conditions included anxiety, cervicitis (cervix: chronic inflammation.), cervical dysplasia, amenorrhea and arthralgia. Concomitant products included famotidine (pepcid), ondansetron (zofran) and pantoprazole (protonix). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue "), nausea ("nausea") and headache ("headaches"). The patient was treated with axotal (fioricet) and surgery (post robotic abdominal hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, depression, fatigue and nausea outcome was unknown. The reporter considered abdominal distension, alopecia, depression, fatigue, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. The reporter commented: normal endometrium with 2 leading coils on the right and 2 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices seen in both the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, headaches." Most recent follow-up information incorporated above includes: on 11-sep-2018: this case is medically confirmed. Reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure lot number was added. Concomitant medications and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B09701,b08701-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included opioid use disorder and cholecystectomy. Concurrent conditions included anxiety, cervicitis (cervix: chronic inflammation.), cervical dysplasia, amenorrhea, arthralgia, leg pain, unilateral leg swelling (right), lymph nodes cervical swollen and cervix inflammation. Concomitant products included famotidine, ondansetron (zofran) and pantoprazole (protonix). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue") and diarrhoea ("diarrhea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain ("entire body hurting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches"), anxiety ("anxiety"), foreign body in reproductive tract ("they found a foreign object in my uterus") and amenorrhoea ("blocking my period for 3 years my period had stopped"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (post robotic abdominal hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, depression, fatigue, nausea, diarrhoea, anxiety, abdominal pain, back pain, pain, foreign body in reproductive tract and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, diarrhoea, fatigue, foreign body in reproductive tract, genital haemorrhage, headache, nausea, pain and pelvic pain to be related to essure. The reporter commented: normal endometrium with 2 leading coils on the right and 2 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure devices seen in both the fallopian tubes. Diagnostic results: no ultrasound or CT saw it smh that's crazy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, headaches and they found a foreign object in my uterus, blocking my period for 3 years my period had stopped were added b08701-invalid quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included opioid use disorder and cholecystectomy. Concurrent conditions included anxiety, cervicitis (cervix: chronic inflammation.), cervical dysplasia, amenorrhea, arthralgia, leg pain, unilateral leg swelling (right), lymph nodes cervical swollen and cervix inflammation. Concomitant products included famotidine (pepcid), ondansetron (zofran) and pantoprazole (protonix). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue") and diarrhoea ("diarrhea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain ("entire body hurting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches") and anxiety ("anxiety"). The patient was treated with axotal (fioricet) and surgery (post robotic abdominal hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, depression, fatigue, nausea, diarrhoea, anxiety, abdominal pain, back pain and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, diarrhoea, fatigue, genital haemorrhage, headache, nausea, pain and pelvic pain to be related to essure. The reporter commented: normal endometrium with 2 leading coils on the right and 2 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices seen in both the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, headaches." Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "diarrhea, anxiety, abdominal pain, back pain, entire body hurting", reporter added from pfs. Concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominal pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B09701,b08701-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included opioid use disorder and cholecystectomy. Concurrent conditions included anxiety, cervicitis (cervix: chronic inflammation.), cervical dysplasia, amenorrhea, arthralgia, leg pain, unilateral leg swelling (right), lymph nodes cervical swollen and cervix inflammation. Concomitant products included famotidine, ondansetron (zofran) and proton pump inhibitors. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue") and diarrhoea ("diarrhea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain ("entire body hurting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches"), anxiety ("anxiety"), foreign body in reproductive tract ("they found a foreign object in my uterus"), amenorrhoea ("blocking my period for 3 years my period had stopped"), malaise ("I was sick in 2016"), dementia ("dementia"), cholelithiasis ("mine started with gall blader stones then surgery"), lymphadenopathy ("enlarged lymph node in my neck"), pain in extremity ("severe leg pain"), fibromyalgia ("I have undiagnosed fibromyalgia"), mood swings ("me too my mood swings are horrible"), ill-defined disorder ("illness"), tooth fracture ("my teeth are also cracking"), toothache ("pain, my teeth are falling apart"), tooth loss ("pain, my teeth are falling apart"), asthenia ("I'm weak"), lethargy ("lethargic"), dizziness ("dizzy way to often"), cystitis ("bladder infection") and dermatitis allergic ("rash/skin condition") and was found to have benign breast neoplasm ("benign lumps in my breast") and weight decreased ("weight decreased"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (post robotic abdominal hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, depression, fatigue, nausea, headache, diarrhoea, anxiety, abdominal pain, back pain, pain, foreign body in reproductive tract, amenorrhoea, malaise, dementia, cholelithiasis, lymphadenopathy, pain in extremity, benign breast neoplasm, fibromyalgia, mood swings, ill-defined disorder, tooth fracture, toothache, tooth loss, asthenia, lethargy, dizziness, weight decreased, cystitis and dermatitis allergic outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, asthenia, back pain, benign breast neoplasm, cholelithiasis, cystitis, dementia, depression, dermatitis allergic, diarrhoea, dizziness, fatigue, fibromyalgia, foreign body in reproductive tract, genital haemorrhage, headache, ill-defined disorder, lethargy, lymphadenopathy, malaise, mood swings, nausea, pain, pain in extremity, pelvic pain, tooth fracture, tooth loss, toothache and weight decreased to be related to essure. The reporter commented: normal endometrium with 2 leading coils on the right and 2 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure devices seen in both the fallopian tubes. Diagnostic results: no ultrasound or CT saw it smh that's crazy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, headaches and they found a foreign object in my uterus, blocking my period for 3 years my period had stopped were added b08701-invalid ¿concerning the injuries reported in this case, the following ones were described in social media:malaise, dementia, cholelithiasis, lymphadenopathy, pain in extremity, benign breast neoplasm, fibromyalgia, mood swings, ill-defined disorder, tooth fracture, toothache, tooth loss, asthenia, lethargy, dizziness, weight decreased. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 19-nov-2019: fu 7 & 8 proceeded together. Social media received; new events-malaise, dementia, cholelithiasis, lymphadenopathy, pain in extremity, benign breast neoplasm, fibromyalgia, mood swings, ill-defined disorder, weight decreased,tooth fracture, toothache, tooth loss, asthenia, lethargy, dizziness were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominal pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B09701,b08701-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included opioid use disorder and cholecystectomy. Concurrent conditions included anxiety, cervicitis (cervix: chronic inflammation.), cervical dysplasia, amenorrhea, arthralgia, leg pain, unilateral leg swelling (right), lymph nodes cervical swollen and cervix inflammation. Concomitant products included famotidine, ondansetron (zofran) and proton pump inhibitors. On 1-aug-2013, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue") and diarrhoea ("diarrhea"). In july 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain ("entire body hurting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches"), anxiety ("anxiety"), foreign body in reproductive tract ("they found a foreign object in my uterus") and amenorrhoea ("blocking my period for 3 years my period had stopped"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (post robotic abdominal hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on 6-feb-2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, depression, fatigue, nausea, diarrhoea, anxiety, abdominal pain, back pain, pain, foreign body in reproductive tract and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, diarrhoea, fatigue, foreign body in reproductive tract, genital haemorrhage, headache, nausea, pain and pelvic pain to be related to essure. The reporter commented: normal endometrium with 2 leading coils on the right and 2 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-nov-2013: results: essure devices seen in both the fallopian tubes. Diagnostic results: no ultrasound or CT saw it smh that's crazy ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, headaches and they found a foreign object in my uterus, blocking my period for 3 years my period had stopped were added b08701-invalid quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 1-oct-2019: this record was detected to be a duplicate to social media postings recorded in # us-bayer-2019-184299 (-medwatch 3500a MFR number 2951250-2019-10569) and us-bayer-2019-187149, both duplicate records will be deleted after all information was transferred to this retained case (us-bayer-2018-037744). No new information was provided we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included opioid use disorder and cholecystectomy. Concurrent conditions included anxiety, cervicitis (cervix: chronic inflammation.), cervical dysplasia, amenorrhea, arthralgia, leg pain, unilateral leg swelling (right), lymph nodes cervical swollen and cervix inflammation. Concomitant products included famotidine (pepcid), ondansetron (zofran) and pantoprazole (protonix). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue") and diarrhoea ("diarrhea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain ("entire body hurting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches"), anxiety ("anxiety"), foreign body in reproductive tract ("they found a foreign object in my uterus") and amenorrhoea ("blocking my period for 3 years my period had stopped"). The patient was treated with axotal (fioricet) and surgery (post robotic abdominal hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, depression, fatigue, nausea, diarrhoea, anxiety, abdominal pain, back pain, pain, foreign body in reproductive tract and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, diarrhoea, fatigue, foreign body in reproductive tract, genital haemorrhage, headache, nausea, pain and pelvic pain to be related to essure. The reporter commented: normal endometrium with 2 leading coils on the right and 2 leading coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices seen in both the fallopian tubes no ultrasound or CT saw it smh that's crazy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, headaches and they found a foreign object in my uterus, blocking my period for 3 years my period had stopped were added. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received, new event they found a foreign object in my uterus, blocking my period for 3 years my period had stopped added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominal pelvic pain / pain') in an adult female patient who had essure (batch no. B09701,b08701-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included opioid use disorder, cholecystectomy, overweight and gerd. Concurrent conditions included anxiety, cervicitis (cervix: chronic inflammation.), cervical dysplasia, amenorrhea, arthralgia, leg pain, unilateral leg swelling (right), lymph nodes cervical swollen and cervix inflammation. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), clonazepam (klonopin), famotidine, fluoxetine hydrochloride (prozac), gabapentin, lidocaine, ondansetron (zofran) and proton pump inhibitors. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), depression ("depression"), fatigue ("fatigue") and diarrhoea ("diarrhea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain ("entire body hurting"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), nausea ("nausea"), headache ("headaches"), anxiety ("anxiety"), foreign body in reproductive tract ("they found a foreign object in my uterus"), amenorrhoea ("blocking my period for 3 years my period had stopped"), malaise ("I was sick in 2016"), dementia ("dementia"), cholelithiasis ("mine started with gall blader stones then surgery"), lymphadenopathy ("enlarged lymph node in my neck"), pain in extremity ("severe leg pain"), fibromyalgia ("I have undiagnosed fibromyalgia"), mood swings ("me too my mood swings are horrible"), ill-defined disorder ("illness"), tooth fracture ("my teeth are also cracking"), toothache ("pain, my teeth are falling apart"), tooth loss ("pain, my teeth are falling apart"), asthenia ("I'm weak"), lethargy ("lethargic"), dizziness ("dizzy way to often"), cystitis ("bladder infection"), skin hyperpigmentation ("rashes or skin conditions type: hyperpigmentation of feet and ankles") and gastroenteritis clostridial ("infection (other) describe: clostridium difficile") and was found to have benign breast neoplasm ("benign lumps in my breast") and weight decreased ("weight decreased"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (post robotic abdominal hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, abdominal pain, back pain, weight decreased and skin hyperpigmentation had resolved, the genital haemorrhage, abdominal distension, depression, headache, diarrhoea, anxiety, pain, foreign body in reproductive tract, amenorrhoea, malaise, dementia, cholelithiasis, lymphadenopathy, pain in extremity, benign breast neoplasm, fibromyalgia, mood swings, ill-defined disorder, tooth fracture, toothache, tooth loss, asthenia, lethargy, dizziness, cystitis and gastroenteritis clostridial outcome was unknown and the nausea was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, asthenia, back pain, benign breast neoplasm, cholelithiasis, cystitis, dementia, depression, diarrhoea, dizziness, fatigue, fibromyalgia, foreign body in reproductive tract, gastroenteritis clostridial, genital haemorrhage, headache, ill-defined disorder, lethargy, lymphadenopathy, malaise, mood swings, nausea, pain, pain in extremity, pelvic pain, skin hyperpigmentation, tooth fracture, tooth loss, toothache and weight decreased to be related to essure. The reporter commented: normal endometrium with 2 leading coils on the right and 2 leading coils on the left. Current weight (B)(6) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: results: essure devices seen in both the fallopian tubes. No ultrasound or CT saw it smh that's crazy ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, pelvic pain, headaches and they found a foreign object in my uterus, blocking my period for 3 years my period had stopped were added b08701-inv. ¿concerning the injuries reported in this case, the following ones were described in social media:malaise, dementia, cholelithiasis, lymphadenopathy, pain in extremity, benign breast neoplasm, fibromyalgia, mood swings, ill-defined disorder, tooth fracture, toothache, tooth loss, asthenia, lethargy, dizziness, weight decreased. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events " infection (other) describe: clostridium difficile, rashes or skin conditions type: hyperpigmentation of feet and ankles" were added. Outcome of events "hyperpigmentation, weight loss, pelvic pain, abdominal pain, back pain, fatigue" were updated as recovered. And nausea was updated as recovering. Patient demographics, concomitant drug and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.